Event description:
It was reported that the customer experienced a low blood glucose level of 42 mg/dl while updating settings on a device. The customer consumed carbohydrates to address the low blood glucose level. Technical support helped the customer update the correction factor setting and recommended consulting a healthcare provider whenever settings were changed; the customer understood and acknowledged this advice.